Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Product was provided for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and passed. A pairing with (B)(6) bluetooth device/download was performed and failed. Review of the sharelongs revealed that the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be a defective transmitter. The reported event of a pairing failure is reportable based on the finding of the signal loss over an hour no injury or medical intervention was reported.